Event description:
My dad went for elective mitra clip surgery at (B)(6) hosp in (B)(6). The surgeon told my mother, during the case he had to stop it because each time he would attempt, he would damage the valve. My father was sent home the next morning and died of what appears to be cardiac tamponade on the 20th. His symptoms were shortness of breath, jugular vein distention, abdominal distension, and decreased urine output even when adding add'l diuretics. His bun continued to rise during this treatment. As trying best with diuretics to get the fluid off of him which we could never totally do. FDA safety report ID# (B)(4).